Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s field service engineer (fse) confirmed the reported missing fan filter issue and replaced the missing fan filter housing even though there was no complaint from the customer. Unit was checked overall, cleaned and functionally tested.

Event description:
The manufacturer¿s field service engineer (fse) reported the missing fan filter retainer. There was no patient involvement.